Event description:
This information was obtained from an abstract presented at the 14th annual kanto-koshinetsu intravascular ultrasound (ivus) workshop. The patient information given was of a male with unstable angina. The lesion being treated was located in the right coronary artery (rca) proximal. The stent was attempted to be deployed in the lesion. However, the stent was difficult to cross the lesion. Then the lesion caused coronary artery dissection and suddenly occluded. The bail out procedure was completed with the stent. And the lesion was confirmed with ivus. At this time the catheter had become caught on the stent edge. The caught catheter was collected safety. The event and procedure date was unknown.

Manufacturer narrative:
The device in question could not be evaluated because it had been disposed of by the customer. A review of the device history record (DHR) and similar complaints review could not be performed since the lot number was not provided. An attempt to obtain the concomitant medical products was unsuccessful. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.